Manufacturer narrative:
An event regarding loosening involving a tritanium baseplate was reported. The event was confirmed. A material analysis has been performed. The report concluded: ¿biological tissue integration was observed near the anterior medial region only. No damage, material or manufacturing defects were observed.¿ medical records evaluation indicated that there is no evidence that factors of faulty prosthetic manufacturing, or material were responsible for either early complication in this case. A review of the device history records indicates that all devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for this lot. The investigation concluded that the reported loosening was caused by user/patient factors.

Event description:
Doctor implanted an uncemented triathlon knee on (B)(6) 2014. The patient came to his office for a routine follow up on (B)(6) 2014. Post op x-rays revealed that the tibial component had fallen into varus and flexion. Doctor elected to schedule the patient for revision surgery on (B)(6) 2014.

Event description:
Doctor implanted an uncemented triathlon knee on (B)(6) 2014. The patient came to his office for a routine follow up on (B)(6) 2014. Post op x-rays revealed that the tibial component had fallen into varus and flexion. Doctor elected to schedule the patient for revision surgery on (B)(6) 2014.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.